Event description:
It was reported that the customer had blood glucose levels of 40 mg/dl. Customer treated with food. It was also reported that the hub was stuck in the serter. Troubleshooting occured. Advised sensor and serter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected nine opened/used enlite sensors and found all nine sensor needles separate from the sensor. Unable to perform the insertion anomaly. The complaint was against the enlite-serter.